Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. The getinge service territory manager (stm) adjusted the drive regulator and helium manifold regulator to the manufacturer's specifications. The stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
During initial installation of the cadiosave intra-aortic balloon pump (iabp) the getinge service territory manager (stm) found the drive regulator and helium manifold regulator were out of specification. There was no patient involvement and no adverse event was reported.